Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent low blood glucose levels, lowest reported was 46 mg/dl; cause was unknown. Reportedly, customer also experienced a pulled muscle due to a diabetic seizure. Customer addressed the issues by consuming carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.